Event description:
Customer reports to have problems with sensor. Customer reports to have received calibration error, sensor error, low predictive alert and sensor glucose versus blood glucose differences. Customer's sensor glucose was 40 and blood glucose was 150 mg/dl. Customer's blood glucose at the time of call was 268 mg/dl. Customer was advised on sensor glucose versus blood glucose tip sheet. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.